Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact date not provided. Section d4 - serial number: unknown/ not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6a - implant date: not applicable. The machine is not an implantable device. Section d6b - explant date: not applicable. The machine is not an implantable device; therefore, not explanted. E1 name - berire seyma durmus ece - corresponding author section h3: the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Citation: berire s ¸eyma durmus¸ ece; immediate sequential bilateral cataract surgery is a reasonable and safe option during a pandemic; journal français d¿ophtalmologie 46 (2023) 742¿749; doi: 10.1016/j.jfo.2022.12.028. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: immediate sequential bilateral cataract surgery is a reasonable and safe option during a pandemic. A study was done to evaluate the preoperative and intraoperative features, intraoperative and postoperative complications and postoperative satisfaction of patients who underwent immediate sequential bilateral cataract surgery (isbcs) during the covid-19 pandemic. A total of 206 eyes of 103 patients underwent isbcs. Phacoemulsification was performed by using the whitestar signature phacoemulsification system (amo, inc.) And the patients were implanted with the intraocular lens (iol) sensar®monofocal 1-piece iol (johnson & johnson surgical vision). Two patients underwent anterior vitrectomy (n=2 eyes) and sulcus iol placement due to posterior capsule rupture (n=2 eyes) combined with vitreous loss (n=2 eyes)." This issue occurred twice with two different patients. A separate report is being submitted for the other patient involved. A copy of the article is provided with this report.